Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a procedure to treat stricture performed on (B)(6) 2025. During the procedure, the balloon would not stay inflated, and water was spraying out of the balloon. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. The anatomy location and procedure type are unknown and is being reported as the leak may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus.